Event description:
The nurse reports an intubated patient in the intensive care unit had the fecal management system inserted the evening of (B)(6) 2014. Later that evening, the patient was turned over and the nurse noted a small clot of blood externally around the catheter at the anal opening with a small amount of blood present. The wound care nurse examined the patient in the morning and noted there was no blood in the patient's stool and no external hemorrhoids. She deflated the system's retention 40 cubic centimeters of water. The retention balloon was reinflated. Further, the nurse stated the patient had no history of rectal bleeding and was not taking anti-coagulants.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information has been requested. Should additional information become available, a follow-up report will be submitted.